Event description:
See manufacturer report # 3004209178200904381. Additional information was received. The lead fractured and the total device system was replaced. The pt was doing well with his new system. Further information has been requested.

Manufacturer narrative:
(B) (4).